Event description:
The customer reported to olympus that the uretero-reno fiberscope was not undergoing bedside pre-cleaning. The scope was sent to the reprocessing team after use. The issue was found after an annual training with an endoscopy support specialists (ess). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus endoscopy support specialist performed a scope reprocessing in-service which covered infection control information that is referenced in the user manual and reprocessing manual. The customer uses an automated endoscope reprocessor and it was recommended that the customer contact the manufacturer of that equipment for proper use. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there was a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility in question. In addition, training has been conducted by olympus professional staff regarding proper handling. Appropriate reprocessing methods for this event are described in the instructions for use (IFU) below: reprocessing manual_ reprocessing the endoscope_ precleaning the endoscope olympus will continue to monitor field performance for this device.